Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube vibrator and keypad assembly. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture. Customer's blood glucose level at the time 107 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.